Event description:
Further information received indicated that it was during device change-out for normal eri when externalized conductors were observed under fluoroscopy. No electrical anomalies were noted. Patient was asymptomatic.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that the lead was capped and replaced due to an insulation/externalized anomaly. Lead was functioning fine prior to the procedure. Patient was stable.